Event description:
A renegade hi flo catheter was being used for a therapeutic liver procedure. Upon injection of lipidol-famorubicin mixture with a syringe when the catheter was approached to the lesion, a leak was noted at the strain relief.

Manufacturer narrative:
This device has not yet been returned for evaluation. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Co's directions for use outline proper placement, access and maintenance for this device.